Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery while implanting the lens it was trapped in the incision and fractured. The surgery was completed on the same day without any patient harm. There was patient contact with the device.